Event description:
Boston scientific received information that post conversion, the remaining longevity for this device was displayed as less than three months. No adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted and no other adverse events have been reported. This product issue will be re-evaluated if additional information is received.